Manufacturer narrative:
Visual inspection performed by medacta r&d hip project manager: from the received piece it is not possible to determine the root cause of the event; the only evaluation we can do is related to the coating, still present in the proximal region of the stem, that could be related to an improper proximal fixation. Anyway, we can exclude a failure of the device.

Manufacturer narrative:
Batch review performed on 24-sep-2020: lot 114548: (B)(4) items manufactured and released on 18-jan-2012. Expiration date: 31-dec-2016. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Revision surgery performed due to stem loosening 8 years and 4 months after the primary surgery.